Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side defective, defaltion, hole in valve, and defective valve. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on jul 03, 2025. With lot number 3609796. Based on the device analysis grid, the assessments of the complaint are: deflation: not observed. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side defective, defaltion, hole in valve, and defective valve. Device has been explanted.